Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue could not be determined, however, the issue was likely due to repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and it was found that due to wear of forceps elevator lever the up/down knob cannot be locked securely, due to deformation of electrical-connector guide pin water tightness is lost, due to damage on ultrasonic probe displayed ultrasound image is defective with missing elements, adhesive on the bending section rubber has wear, due to wear of angle wire the play of up/down knob is out of the standard value, the universal cord is deformed, and there is moisture in the connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, a video scope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a gap of the adhesive on the distal end and a stain entered through the gap. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.